Manufacturer narrative:
The pump was returned for analysis and no anomaly was found.

Event description:
Information was reported by the healthcare professional (hcp) via the company representative regarding a patient receiving morphine (50 mg/ml) which had been reduced to minimum rate (0.310 mg/day) from an implanted pump. The indication for use was non-malignant pain and other chronic pain (trunk/limbs). On (B)(6) 2016 the patient had signs of overdose and was in the intensive care unit (ICU) with naloxone being infused. It was noted that the patient had recently had their pump refilled. At the time of the report a neuro surgeon had been consulted to assess possible pump replacement. It was later reported that the pump was explanted on (B)(6) 2016. At the time of explant no drug was found in the pump and fluid was noted in the pocket during the removal by the explanting physician. The patient tolerated the procedure well and would be supplemented for morphine dose. It was also noted that 9ml had been added to the pump for shipping purposes.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.